Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's parent reported via email indicating that the customer was hospitalized for diabetic ketoacidosis three years ago as well as 7 years ago due to the tubing coming out of the device. The caller did not provide any further information about the customer's blood glucose levels or the hospitalization dates. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.